Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was inaccurate. The customer's blood glucose level was 181 mg/dl. Customer declined to correct the time and continued using the pump for insulin therapy.